Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 23 mg/dl; customer was asleep at the time of event. A friend disconnected pump from customer and called paramedics. Customer woke up to paramedics administering intravenous glucose. Customer alleged low bg was due to having one time segment and the personal profile needed adjustment. Reportedly, customer discussed pump settings with a healthcare provider.